Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 alarm (variableinfo=15) confirmed in the pump history due to isolated to the electronic assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.